Manufacturer narrative:
Age at time of event: (B)(6) years or older. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed, that only a delivery wire was returned for this complaint. The delivery wire was inspected, and it was found unraveled. The interlocking arm was detached. Microscopic inspection of the delivery wire revealed that the proximal end has a smooth surface and the interlocking arm was inspected, and it was detached. Dimensional inspection of the delivery wire revealed that the weld and the wire zap are within specification.

Event description:
Reportable based on device analysis completed on 23feb2021. It was reported that the device got stuck. The target lesion area was located in the moderately tortuous splenic artery. A 10mmx40cm interlock-35 embolic was selected for use in an embolization of the aneurysm of the splenic artery. During the procedure, 5 interlocks were used and was placed for the lesion and stopped the lesion lump. However, when the device was delivered during placement, it got stuck and placement was not be possible. The device was removed from the catheter, and the procedure was competed with another of the same device. No patient complications reported. However, device analysis revealed a detached interlocking arm.